Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a polarcup impactor part for handle broke. As this happened in a non-surgical environment, there was not patient involvement.

Manufacturer narrative:
H3, h6: it was reported that a polarcup impactor part for handle broke. As this happened in a non-surgical environment, there was not patient involvement. The device in scope of this complaint, was not returned for investigation. A review of the complaint history was performed. A review of the risk management documentation verified the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. There are no indications that the complaint device did not meet manufacturing specifications upon release for distribution. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. Should additional information become available, this complaint will be reopened. Internal complaint reference: (B)(4).